Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: six photos and three 1ml luer lock syringes in blister packages from batch 1039862 were received. Through visual inspection, it was observed that each syringe had embedded black particulate and discoloration throughout their barrels. The observed embedded foreign matter was non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1039862 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 1039862 . A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had black/brown foreign matter in the barrel. The following information was provided by the initial reporter: "I came across this 1ml syringe when preparing for classes. It was from a new box and sealed and I could see it looked strange through the packet, like had a dirty look to it. Upon opening the packet, I discovered that there was black/brown markings on the inside and outside of the clear barrel. The black/brown does not move when the plunger is pulled out."